Event description:
It was reported that during an unspecified procedure, catheter entrapment on the guide wire occurred. The physician advanced a 3.0 x 8 mm promus element plus over a non-bsc guide wire and the catheter got stuck. The physician had to cut the guide wire. The promus element plus device was not introduced to the patient. No additional information will be provided by the facility.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).